Manufacturer narrative:
Device not returned, picture provided.

Event description:
Customer reported on (B)(4) that 8 pcs had a packaging failure- product in seal.

Manufacturer narrative:
Follow up report will be submitted once investigation is complete. Device not returned.

Event description:
Customer reported on (B)(4) that 8 pcs had a packaging failure- product in seal.